Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge alarms occurred (alarm 19). The customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 208mg/dl. Reportedly the customer continued to use the pump for insulin therapy.